Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. Application support manager (asm) communicated with the account as they inquiry about changing the flap pocket energy because of the occasional dlk at the hinge. Asm let the account know that pocket energy is not independent of the bed/raster energy and cannot be changed. In addition asm described some reasons for dlk at the pocket including instrumentation, soap or other substances on the instrument. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient experienced diffuse lamellar keratitis (dlk) in both eyes. Patient was treated with durezol and no flap lift was required. Dlk resolved on (B)(6) 2016. Patient pre-op unknown/not provided. Patient post-op 20/15 right eye and 20/20 left eye.